Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the first two stages of deployment were felt; however, the clip was unable to grasp the tissue fully and release from the catheter. Additionally, it was noted that one of the clip arms was bent. The same problem occurred with the second resolution 360 clip. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. No visible problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly but with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the first two stages of deployment were felt; however, the clip was unable to grasp the tissue fully and release from the catheter. Additionally, it was noted that one of the clip arms was bent. The same problem occurred with the second resolution 360 clip. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.